Event description:
It was reported that shortly after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient had received two inappropriate shocks which appeared to be due to air entrapment at an incision. The device was reprogrammed to primary vector to mitigate further inappropriate shocks. Approximately three years later the patient had received an additional inappropriate shock while programmed to primary vector. The system was explanted and successfully replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient had received inappropriate shocks which appeared to be due to air entrapment at an incision. The device was reprogrammed to primary vector to mitigate further inappropriate shocks. Approximately three years later the patient had received an additional inappropriate shock. The system was explanted and successfully replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.